Event description:
Customer had a non fasting blood glucose comparison performed. The lab result was 88mg/dl, the customers device read 311 mg/dl and the doctors device read 77mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.